Event description:
Patient was revised to address wear and osteolysis.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Although unavailable for evaluation, it would not be unreasonable to expect wear of the poly material after approximately 13 years of implantation. The investigation could not verify or identify any evidence of product error regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that this product code has been inactive/obsolete since may 2001. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.